Manufacturer narrative:
The device was manufactured between from july 18, 2016 to july 20, 2016. The device was received for evaluation containing approximately 98ml of solution in the bladder. A non-baxter luer connector was attached to the infusor¿s luer. During visual inspection, no signs of fluid was observed coming out of the connector; however, when the connector was removed, evidence of continuous of flow was observed coming out of the infusor¿s luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor device would not flow. After a twelve hour patient infusion, the infusor was observed to have not infused the medication. The device was filled with an unspecified amount of fluorouracil and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.